Event description:
On (B)(6) 2008, this patient's device was interrogated at faulted settings after implant surgery occurring earlier in the day. It is unclear it the patient's device was intentionally left disabled at the time of surgery. The settings were corrected in the afternoon of (B)(6) 2008. No adverse events have been reported as a result of this issue.

Manufacturer narrative:
Analysis of programming history.